Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient received a shock from a high-voltage source and was now experiencing intermittent function of their implanted battery (turns on and off) as well as a burning sensation at the implant site. It may be recommended to perform a pocket revision to assess the tissue that was in contact with the battery and lead contacts, since it is likely that the electrical shock directed energy toward the implant, raising the temperature of the metal case and lead electrode and causing a burn in the surrounding tissue. While doing this, it may be considered to test the electrode impedances, using a verify ens and a percutaneous extension. Also discussed, there is a chance that the device¿s electronics were affected by the shock, so removing the implant might be considered if needed. If this step is taken, it may be appropriate to remove both the leads and the battery (depending on the observations from the revision). If a new implant is required, it could be helpful to place it in a different pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the lead and ipg were removed from the patient on (B)(6) 2025, which was three days after the incident. The rep stated the patient would get a new system within three months, after the revision, which was scheduled for (B)(6) 2026.